Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, 09/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: the black box shows evidence of cs 064-0008 alarm on 07/12/2015. The pump was exercise for 24 hours and the cs 064 alarm complaint was not duplicated. Moisture is observed in battery compartment and inside the battery cap. The pump case removed and no further moisture was observed internally. The battery compartment is cracked below the pad and traveling up near to threads. The investigation completed with returned battery cap.